Event description:
This notification is being reviewed due to a user of a remstar pro c-flex+ device with an allegation (s) of system one not working. There was no medical intervention reported. The spouse of the patient stated the device has not been working in 3 months. The spouse of the patient stated the patient is in the hospital and the device is in need of repair. The reason for hospitalization was not specified. There was no patient harm or injury associated with this notification and no increased risk to the intended user. This device meets ul and iec requirements for flammability. Based on the information available, no MDR will be filed. If upon re-evaluated using the date of the repair evaluation as the "become aware" date if a reportable issue/malfunction is identified.

Manufacturer narrative:
The manufacturer previously reported information of a user of a remstar pro c-flex+ device with an allegation of system one not working. There was no medical intervention reported. The spouse of the patient stated the device has not been working in 3 months. The spouse of the patient stated the patient is in the hospital and the device is in need of repair. The reason for hospitalization was not specified. No specific medical interventions were provided. There was no specific device malfunction reported other than the device was not working. No death. No serious harm or injury was reported. This event is assessed as not reportable. Updated: device problem code updated. Patient outcome code updated. Health impact code updated.

Manufacturer narrative:
The manufacturer previously reported information of a user of a remstar pro c-flex+ device with an allegation of system one not working. There was no medical intervention reported. The spouse of the patient stated the device has not been working in 3 months. The spouse of the patient stated the patient is in the hospital and the device is in need of repair. The reason for hospitalization was not specified. No specific medical interventions were provided. No death. No serious harm or injury was reported. This event is assessed as not reportable. Update: adverse event information tab: section b: updated to from adverse event to product problem.